Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that a button error was received on the customer's insulin pump. The customer had reportedly unofficially donated the insulin pump to his brother, whose blood glucose at the time was 118 mg/dl. It was reported that the customer's brother had been sleeping on the insulin pump. The customer's brother reverted to a back-up plan. Nothing further was reported.